Manufacturer narrative:
(B)(4). Method: the returned rt236 breathing circuit was pressure tested and also submerged in a water bath to test for leaks. Results: upon submersion in a water bath, a leak was detected at the joint of the swivel y-piece. A lot check revealed no other complaint of this nature for lot number 091116. Conclusion: the leak in this infant breathing circuit was caused by an insufficient seal between the two parts of the infant y-piece swivel that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).

Event description:
A healthcare facility in (B)(6) reported via a distributor that an rt236 infant dual-heated evaqua breathing circuit failed the leak test on a servo-I ventilator. This was noticed prior to pt use.